Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one wet set. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A lab titanium adapter was used for function testing, by hand tightening it to the set without difficulty. The sample was not confirmed for the reported problem. The cause was not identified because evaluation of the returned sample did not duplicate the alleged issue.

Event description:
Titanium adapter separated from the patient connector. There was no patient injury or medical intervention reported. There was patient involvement.